Manufacturer narrative:
The reported complaint of ua 45 (not at "home" position after power-on/restart) was verified. The probable cause for this error is that during normal operation of the device the user lifted the band quickly on one side, or the lifeband was not fully extended when the user was pulling up on it. Drive shaft was rotated to home position, the board passed final test. No adverse event reported.

Event description:
It was reported that a ua (user advisory) 45 that could not be cleared occurred. No adverse event reported.